Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was failed to open, and system had detected the drawer as already open. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from another drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) confirmed that issue was resolved by the customer and tested successfully. The system functioned as intended after customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was failed to open, and system had detected the drawer as already open. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from another drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.